Manufacturer narrative:
The original sample specimens did not have fibrin, blood clots, or precipitate. Calibration pre and post the event were within range. Service was not dispatched. The root cause for this event occurred when the customer changed calibration by performing a reagent blank, however qc was not run post calibration. Reagent blank passed, however it was not typical, therefore erroneous results were reported. If qc had been performed it would have failed. Customer performed maintenance, reagent blank, and calibrated co2. Qc was within range.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low carbon dioxide (co2) results generated by the (B)(4) chemistry analyzer ((B)(4)).three of the erroneous results were reported out of the lab.the samples were repeated and higher results were obtained. Patient treatment was not impacted by this event.